Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, guide cath: heartrail ii bl3.5. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the 90% stenosed distal left anterior descending coronary artery, which was mildly calcified with no tortuosity. A 2.5x15mm nc traveler balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation. During the second inflation, the balloon ruptured at 10 atmospheres. The bdc was removed from the patient anatomy and a new non-abbott bdc was inflated without issue. The procedure was successfully completed with the implantation of a stent, resulting in 5% stenosis. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.